Manufacturer narrative:
The device has been received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Corrections to the initial MFR report: d2 device name has been updated. H6 type of investigation, findings, and conclusion codes added.

Event description:
The complainant reported that during inspection of the console (aic), the selection knob was not working. There was no patient involvement.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: no log evidence was found to confirm the reported failure mode. After the complaint date, the logs recorded abnormal optical signal parameters, which is unrelated to the reported failure mode. Device analysis: the rotary knob issue was identified during service at fs. The issue was reproducible, upon pushing the knob, it does not return to its home position. There was no evidence of contamination on the rotary knob, also there was no fluid ingress inside the aic or behind the impellatronic board. Regarding the abnormal optical parameters, the front panel optical connector was found to be contaminated, still unable to reproduce this issue (unreported and unrelated to the reported fm). No hardware issue was found related to the abnormal optical parameters. Root cause: the root cause for the knob not returning to its home position was most likely a rotary encoder malfunction. H6 investigation type, findings and conclusions d9 date device returned to manufacturer.